Event description:
Reprtedly, the stapler was applied to the tissue close donce, opened and repositioned. When the stapler was closed again, the handle stayed in locked to 1/2 locked position. The bowel was cut, however no staples were found. It was not possible to place new instrument distally due to very short rtectal remnant. It was not possible to perform the anastomosis.